Event description:
Upon deployment of the venatech lp filter using the antecubital approach, the filter did not open. The filter migrated to the superior vena cava and partially opened. An unsuccessful attempt was made to retrieve the filter. The filter was left in place and an add'l lp filter was placed without incident.

Manufacturer narrative:
Batch review: a review of the mfg records shows this filters batch complied with specs. No other similar complaints were reported to the MFR for this batch of 57 vena cava filters, sold since july 2011. Investigation results: the involved device is not available for investigation; it is still implanted in the pt's body. The x-ray pictures of the implantation procedure and of the unsuccessful removal attempt show: no thrombus visible inside the ivc before filter release. After release (11h58), the filter is totally closed in the svc. Conclusion: at the moment of deployment, if the filter did not open at all, it is because it was held closed by an external element which prevents its opening. We can hypothesize that the filter was maintained closed by a small piece of tissue: fibrin sleeve due to presence of a central venous catheter before filter implantation, tissues taken along the vena cava wall, piece of skin or fat. Unfortunately, the x-ray pictures do not allow us to confirm this hypothesis. The complaint rate for this type of incident for venatech lp filter is inferior to 0.02%. (No testing methods performed); (assembly review); (radiographic inspection).